Event description:
Per (B)(4) adverse event report, this patient reported wound dehiscence. The pocket was successfully revised and all reports indicate that this device remains implanted. Should additional information become available, this report will be updated.